Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced hyperglycemia after changing supplies and received an on-pump alert indicating the insulin set had expired. The pump screen displayed ¿insert insulin set,¿ and support determined the prior supply change steps were incomplete and guided the user to complete insertion and connection of the infusion set for the ilet. Symptoms included an elevated blood glucose of 256 mg/dl without reported clinical manifestations. Outcomes included return of blood glucose to 81 mg/dl after completing the supply change steps and education. Investigation included technical support review and troubleshooting with user education on proper infusion set deployment and connection. Investigation of this case revealed the infusion set was deployed incorrectly or not fully connected, leading to inadequate insulin delivery until the steps were completed. It was concluded that user technique contributed to the event and that proper completion of infusion set insertion resolved the issue.